Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the outer tube damaged by compression at the torque flats interface. It was mechanically inspected and the jaws were difficult to open and close. The instrument was then disassembled and scuff marks were noted on the inner tube at the torque wrench interface. This damaged could have probably resulted from not torquing the device with the provided torque wrench.

Event description:
It was reported that during an unknown procedure, the jaw of the device could not be opened when testing. This occurred before the device was used on the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.